Event description:
It was reported the customer had air bubbles in their reservoir. Customer stated their air bubbles were small in size. The customer also requested assistance with priming their insulin pump. The customer was able to resolve the air bubbles with a prime. Customer's blood glucose was 289 mg/dl. The customer has treated their blood glucose with candy. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.